Event description:
A distributor reported chemo leaked on the patient and the nurse. There were no reports of any adverse patient event associated with this malfunction.

Manufacturer narrative:
Subsequence information received determined the drug in use was 5fu. 5fu does not require medical intervention to prevent permanent impairment of a body structure. However, if this event was to occur with other chemotherapy drugs medical intervention maybe required to prevent permanent impairment. Sorenson medical has discontinued distribution of the microject products in 2005. In 2007, a retrospective audit of complaint files was conducted for complaints associated with leaking cassettes, where the device was being used for the administration of chemotherapy drugs. Since there is the potential for serious side effects from the exposure of some chemotherapy drug agents to unprotected skin, it was the opinion of our clinical review board to identify a cassette leakage where chemotherapy drugs were involved as an MDR-reportable incident.